Manufacturer narrative:
The following elements have blank data.

Event description:
The nurse set up the crrt machine and the filter was not cracked when it was started. Two hours later the filter started to leak and the nurse noticed that the filter was cracked at that time. Crack was found at the bottom of the filter near where the tubing connects to the filter.